Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals cracked. The hospital did not provide any information regarding how the procedure was completed, and if there was any patient effect.